Event description:
It was reported that, when the user was inserting the introducer needle from the internal jugular vein during a surgery, the needle got bent at the base as the skin of the insertion site was hard. Therefore, another introducer needle from a new kit was used to complete the procedure. The patient was fine and had no harm or injury.

Manufacturer narrative:
Qn#(B)(4). The customer returned one 22ga x 1.4" introducer needle and the product lidstock for evaluation. The kit tray was not returned. No definite signs of use were observed on the components. Visual analysis revealed the needle was bent towards the needle hub. The customer stated, "the needle got bent at the base as the skin of the insertion site was hard" which suggests unintentional undue force caused or contributed to the reported event. The bend on the cannula measured 5 mm from the needle hub. The length of the needle cannula measured 36 mm, which is within the specification limits of 34-36 mm per needle product drawing. The introducer needle was functionally tested per the product instructions for use (IFU). The IFU provided with this kit instructs the user, "lower thumb onto arrow advancer and while maintaining a firm grip on guidewire, push assembly into y-site and move thumb to further advance guidewire." A lab inventory 0.46 mm guide wire was advanced through the returned guide wire and was able to advance through with little to no resistance. Bs en iso 9626 section 5.8 (amrq-000061) states, "the cannula shall show a deflection not greater than the relevant value given in table 2 of bs en iso 9626." Arrow introducer needles of this size (echogenic 22 ga. (0.72 mm) x 1-3/8" (3.5 cm) xtw (extra-thin walled)) are designed and manufactured to withstand a tensile force of 6.7 n (approximately 1.5 lbs) force per bs en iso 9626:2016. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of needle bending. Needle cannula damage may occur if a force greater than the design specification is applied during insertion. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not use excessive force when introducing guidewire or tissue dilator as this can lead to vessel perforation, bleeding, or component damage." The report of a bent needle was confirmed through complaint investigation of the returned sample. Visual analysis revealed the cannula was bent towards the needle hub. The customer stated, "the needle got bent at the base as the skin of the insertion site was hard" which suggests unintentional undue force caused or contributed to the reported event. Arrow introducer needles of this size (echogenic 22 ga. (0.72 mm) x 1-3/8" (3.5 cm) xtw (extra-thin walled)) are designed and manufactured to withstand a tensile force of 6.7 n (approximately 1.5 lbs) force per bs en iso 9626:2016. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of needle bending. Needle cannula damage may occur if a force greater than the design specification is applied during insertion. Based on these circumstances, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, when the user was inserting the introducer needle from the internal jugular vein during a surgery, the needle got bent at the base as the skin of the insertion site was hard. Therefore, another introducer needle from a new kit was used to complete the procedure. The patient was fine and had no harm or injury.